Event description:
(B)(4). Pregnancy symptoms, pregnancy, migraines, nerve twitches, body aches in back and legs, hair loss, teeth loss, neck pain, body fever, pelvic pain, lower abdomen pain, bleeding profusely, cyst, and more.